Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy"), genital haemorrhage ("bleedings"), uterine injury ("uterine lacerations"), genital injury ("fallopian tubes lacerations") and syncope ("fainting") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine injury (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), abdominal pain ("acute abdominal pain"), groin pain ("inguinal pain"), back pain ("lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope (seriousness criterion medically significant), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles"), uterine leiomyoma ("uterine fibroids") and hyperhidrosis ("abnormal sweating"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy, genital haemorrhage, uterine injury, genital injury, abdominal pain, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, hysterectomy, insomnia, joint swelling, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. Further company follow-up with the lawyer is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of hysterectomy ('hysterectomy'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), experienced genital haemorrhage ("bleedings"), uterine injury ("uterine lacerations"), genital injury ("fallopian tubes lacerations"), abdominal pain ("acute abdominal pain"), groin pain ("inguinal pain"), back pain ("lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating"). And was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy, genital haemorrhage, uterine injury, genital injury, abdominal pain, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, hysterectomy, insomnia, joint swelling, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.